Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic routinely. No capture was observed when testing vvi and fusion when tested ddd. The physician attempted to revise the rv lead but the lead helix would not redeploy therefore the lead was explanted and replaced. However, loss of capture was also seen with the new lead. The physician requested a new device and was able to get satisfactory thresholds. Patients condition before and after, the procedure is stable. The device will not be returned.